Event description:
During an in clinic follow-up, the device was at elective replacement indicator (eri) at a date prior to implant. Abbott technical support was contacted and determined the eri alert was false. It was suspected that the patient was exposed to electrocautery which caused the false alert, however, this was not confirmed. Additionally, marker anomalies were observed. The device software was downloaded and the false eri was cleared to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of low impedance, incorrect measurement and incorrect results or readings were confirmed. The device was received with normal telemetry communication and output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and enduritypacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
During an in clinic follow-up in (B)(6) 2022, the device was at elective replacement indicator (eri) at a date prior to implant. Abbott technical support was contacted and determined the eri alert was false. It was suspected that the patient was exposed to electrocautery which caused the false alert, however, this was not confirmed. Additionally, marker anomalies and low lead impedance on the atrial and right ventricular leads were observed. The device software was downloaded and the false eri was cleared to resolve the event. On (B)(6) 2022, a revision procedure was performed to resolve the low impedance values on the non-abbott leads. The impedance values were expectable when the leads were measured. The device was explanted and replaced to resolve the event. The patient was in stable condition.